Event description:
Patient was implanted with the vivistim system on (B)(6) 2025. Following implantation, the patient reported hoarseness and was referred by the implanting physician to an ent for evaluation. Laryngoscopic examination reportedly identified left-sided vocal cord paralysis. At the time of this report, no improvement in symptoms has been reported. No surgical intervention has been reported.

Manufacturer narrative:
Mobia medical received notification of a patient who experienced persistent hoarseness following implantation of the vivistim system on (B)(6) 2025. Hoarseness was present before the device was turned on, and no discomfort was reported with stimulation. Subsequent evaluation by an ent specialist reportedly identified left-sided vocal cord paralysis. At the time of this report, mild improvement in symptoms has been reported. The condition has continued beyond the expected recovery period; based on the available clinical information, the reported vocal cord paralysis is considered a permanent impairment of a body function. As a result, mobia medical has determined that the event represents a serious injury for MDR reporting purposes. The implanted device remains implanted and therefore is not available to the manufacturer for evaluation. No device malfunction has been identified to date. If additional information becomes available, a supplemental report will be submitted as appropriate.